Event description:
It has been reported to co that during the procedure the shaft of this device kinked. Reportedly, " the only way to prevent it (from kinking) is to use it with a wire inserted." There is no report of patient injury. The device is being returned for co's analysis.